Manufacturer narrative:
(B)(4). The device was received with the jaws in the closed position with some yielding of the articulation joint. The jaws could be opened with minimal effort by exerting a reverse load on the lever using 2 fingers. Under magnification, an excessive amount of debris was observed in the jaws, including some material that appeared to be melted plastic on both the top and bottom jaw. The jaws appeared to be slightly bent. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. The device was tested on a generator and the force to fire was higher than normal and occasionally required assistance to open. All tones were heard and no alert screens were displayed. No noises were observed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Also, the appearance of the jaws suggested the device may have fired on foreign material and may have experienced some loading on the jaws and shaft.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, on the initial use of the device, it was hard to squeeze the handle and a crunching noise was heard. The user heard a complete tone and then the device was locked on tissue. The handles were pushed forcibly in order to open the jaws of the device. The device was being used on the ovary. Another device was used to complete the procedure. There was no patient consequence or damage to the tissue.